Manufacturer narrative:
The device was returned and evaluated. Visual and microscopic inspections were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. A warning provided in the IFU states "absolute success cannot be guaranteed . Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The patient complained of sensitivity to bite on and soreness. The implant was found to have severe mobility. The implant was placed into tooth # 2. Amoxicillin was given to patient as part of the implantation procedure. The patient was reported to be healing well.